Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012502408 was returned and analyzed. Visual inspection of the handle area identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The borescope imaging confirmed the shaft was ribbed inside, restricting the integrated dilator/needle from advancing. The native dilator could not be fully inserted into the sheath due to the ribbed inner shaft. The returned sheath the failed pressure test. The submerge water leak test was used to detect leaks from the shaft to valve assembly bond. Further leak testing was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.30113 psig and failed at unacceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01323 psig and in an acceptable range. In conclusion, the sheath failed the returned product inspection due to a kink observed on the side port tube, a ribbed inner shaft, and a shaft to valve assembly bond leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to cardiac ablation procedure, the dilator would not advance all the way through the sheath, even with excessive pressure applied. There did not appear to be any kinks in the dilator, and the sheath flushed normally. The sheath was opened/not used and replaced. There was no patient involved.